Manufacturer narrative:
The company rep tested the unit and observed the event of "electrical test failure code #51" (adjusted motor speed out of spec) alarm intermittently. The event was isolated to motor cable to motor control board, where dry rotted grommet (part number: 0348-01-0012) was observed. The grommet caused to motor control board cable to be nicked and ground out to metal motor compartment causing the event. The company rep replaced the motor control board cable (part number: 0366-00-0092) and he installed the valve knob (part number: 0366-00-0092) and he installed the 5000 hours kit that included the new grommet. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt the iabp generated an "electrical test failure code #51" (adjusted motor speed out of spec). The pt was switched to another iabp and therapy was continued. No pt injury was required.